Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure for bleeding performed on (B)(6) 2025. During the procedure, it was found that the hemostatic clip could not be deployed, and it could not be used. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 and block e1 (initial reporter title, initial reporter first name, initial reporter last name) have been updated based on the additional information received on july 9, 2025. Block h2 (correction): block a2 date of birth (the patient's date of birth was 1968), block a3b (gender), block e1(initial reporter zip/post code) and block e3 (occupation) have been corrected. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure for bleeding in the colorectum, on (B)(6) 2025. During the procedure, it was found that the hemostatic clip could not be deployed, and it could not be used. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on july 9, 2025: the type of procedure was colonoscopy.